Manufacturer narrative:
(B)(4) captures the reportable event of procedure sheath damage resulted in fluid leak. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used during an endometrial ablation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a fluid loss alarm sounded with a 30 milliliters per minute of fluid loss after 5 minutes into ablation. It was noted that the connection between the sheath and the scope adaptor was detached and fluid was leaking. The procedure was temporarily stopped due to the leakage and the hta system went into automatic cool down. The physician decided to continue the remaining 5 minutes ablation and was able to complete the case with another hta procedure set. The physician checked the cervix and vagina for any fluid or burns and the patient was fine after the procedure. There were no serious injury/adverse effect to patient as a result of the event.